Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The patient experienced a pump stop when removing one power source during a battery exchange. There was no reported patient injury related to this even. The controller and all four (4) batteries were exchanged and returned to the manufacturer. Three (3) of the four (4) batteries returned were not evaluated since they were removed from the market as part of fsca apr2014.1 and were destroyed as part of the required actions; therefore, the device(s) is not available for analysis. The remaining battery was evaluated and found to have reached end-of-life. Evaluation of the controller found the root cause of the reported event to be an out of specification component in the power socket which did not allow proper contact with the battery source. This issue has been addressed and corrected by the manufacturer. The root cause of the reported "poor mechanical connection" event is an out of specification component in the power socket which did not allow proper contact with the battery source. Complaints of this nature will continue to be trended and tracked. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2015-02857 and 3007042319-2015-02858) submitted for devices related to the same event. This is two of five reports (3007042319-2014-00164, 3007042319-2016-00220, 2016-002221, 2016-00222 and 3007042319-2014-00223) submitted for devices related to the same event.

Event description:
It was reported from the united states that this (B)(6) female patient experienced a pump stop when removing one power source during a battery exchange. This was not specific to any one battery. The site described this patient's handling of power sources as such: "if the right side (battery) was down to two bars and the left was full bars she would switch the right to a new battery. She claims that the left side bars would disappear and the red alarm would go off. She would quickly insert the new battery and things would return to normal. Not sure if the screen said pump stop but the patient reports feeling the pump stop with the alarm." A controller exchange was performed. The controller and four batteries were removed from service and the patient was issued replacement devices. The controller and four batteries were returned to the manufacturer for analysis. There was no reported patient injury as a result of this event. The issued was stated to have resolved with the controller exchange. DHR review (B)(4): a review of the device's manufacturing.